Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 50 mg/dl back to back with a result of 290 mg/dl when tests were performed within 3 mins of each other on the advantage system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.